Manufacturer narrative:
Imdrf device code a04 captures the reportable event of bands damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During preparation, the bands were set-up in error as the bands were disrupted while setting up. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.